Event description:
Reporter alleged blood glucose measured 500 mg/dl back to back wiht a result of 180 mg/dl when tests were performed 5 minutes apart. No actions were taken or treatment rec'd reportedly. A request was made for the return of the suspect device and replacement product was sent.